Manufacturer narrative:
The returned device was evaluated and pod was returned not deployed. Upon opening the pod, the release bar was still held in a locked and loaded position, with the firing flat in a near-horizontal orientation. The download data showed a total pulse count of only 41 pulses, but a drive stall was also observed, explaining why the firing flat may have not been in an expected position. No damages, defects, debris, or other deformities were found with the pod components that would contribute to a drive stall and timeouts. It could not be determine what caused the pod's failure to deploy correctly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for less than an hour the cannula had not entered the infusion site. Upon removal of the pod the patient reports the cannula was not visible and that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.